Event description:
It was reported that a small volume infusor under infused. The reporter stated that the expected therapy time was 46 hours, but the actual duration was 52-54hours. This was observed after use at the hospital. The device was filled with 5-fluorouracil and saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.